Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pains in my pelvic area / sharp and also constant dull pain"), device breakage ("coils were broken during removal and were left inside of uterus"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst"), genital haemorrhage ("heavy bleeding/ spotting") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient (gravida 3, para 2) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2001 and (B)(6) 2007). Previously administered products included for an unreported indication: klonopin from 2001 to 2007, cymbalta from 2001 to 2007 and iud from 2005 to 2006. Past adverse reactions to the above products included discomfort with iud. Concurrent conditions included depression (diagnosed at 15.), anxiety (diagnosed at 15.) And polycystic ovarian syndrome. Concomitant products included clonazepam (klonopin) for anxiety, medroxyprogesterone acetate (depo-provera) since 2008 for contraception and duloxetine hydrochloride (cymbalta) for depression. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent pains in my abdominal area / sharp stabbing pain"), migraine ("migraines (severe and persistent)"), arthralgia ("joint pain (sharp, stabbing pain)"), dyspareunia ("painful intercourse") and back pain ("back pain (severe and persistent)"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal distension ("abdominal bloating"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), asthenia ("low energy/ lack of energy"), fatigue ("feeling tired all the time/ tiredness"), weight increased ("weight gain"), tooth loss ("tooth loss") and sciatica ("sciatica"). On (B)(6) 2013, the patient experienced endometriosis (seriousness criterion medically significant) and hypertension ("high blood pressure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), depression ("depression / worsened my depression"), anxiety ("worsened anxiety"), allergy to metals ("allergy to nickel / hypersensitivity reaction to nickel"), pain ("severe and persistent pain in multiple places"), complication of device removal ("coils were broken during removal and were left inside of uterus"), abdominal pain lower ("abdominal (sharp, stabbing pain/cramps)"), uterine haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal spotting"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (tubal removal with essure coils on (B)(6) 2013, but a piece was still inside the uterus), surgery (hysterectomy on (B)(6) 2015 to remove all essure), surgery, surgery and physical therapy. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, asthenia, fatigue, weight increased, migraine, arthralgia, dyspareunia and back pain had resolved, the device breakage, pregnancy with contraceptive device, abortion spontaneous, endometriosis, ovarian cyst, genital haemorrhage, hypertension, tooth loss, allergy to metals, pain, complication of device removal, abdominal pain lower, abdominal distension, uterine haemorrhage and vaginal haemorrhage outcome was unknown and the sciatica, depression and anxiety had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anxiety, arthralgia, asthenia, back pain, complication of device removal, depression, device breakage, dyspareunia, endometriosis, fatigue, genital haemorrhage, hypertension, migraine, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device, sciatica, tooth loss, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the miscarriage occurred a couple of days after the pregnancy test (there are 2 discrepant reported dates for the same miscarriage: (B)(6) 2012 and (B)(6) 2013). Patient never saw a physician or got treatment after the miscarriage. After essure removal her depression medication dosage was able to go back down again. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Pregnancy test - in (B)(6) 2012: positive. Ultrasound scan - on an unknown date: essure confirmation test . 3 months after essure insertion, confirmation test was performed via ultrasound (no result provided). Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs and medical record received:the event abdominal bloating, abnormal uterine bleeding, vaginal spotting added.reporter added incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pains in my pelvic area / sharp and also constant dull pain"), device breakage ("coils were broken during removal and were left inside of uterus"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst") and genital haemorrhage ("heavy bleeding/ spotting") in a (B)(6) female patient (gravida 3, para 2) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2001 and (B)(6) 2007). Previously administered products included for an unreported indication: klonopin from 2001 to 2007, cymbalta from 2001 to 2007 and iud from 2005 to 2006. Past adverse reactions to the above products included discomfort with iud. Concurrent conditions included depression (diagnosed at (B)(6).) And anxiety (diagnosed at (B)(6).). Concomitant products included clonazepam (klonopin) for anxiety, medroxyprogesterone acetate (depo-provera) in 2008 for contraception and duloxetine hydrochloride (cymbalta) for depression. In 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent pains in my abdominal area / sharp stabbing pain"), migraine ("migraines (severe and persistent)"), arthralgia ("joint pain (sharp, stabbing pain)"), dyspareunia ("painful intercourse") and back pain ("back pain (severe and persistent)"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), asthenia ("low energy/ lack of energy"), fatigue ("feeling tired all the time/ tiredness"), weight increased ("weight gain"), tooth loss ("tooth loss") and sciatica ("sciatica"). On (B)(6) 2013, the patient experienced endometriosis (seriousness criterion medically significant) and hypertension ("high blood pressure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), depression ("depression / worsened my depression"), anxiety ("worsened anxiety"), allergy to metals ("allergy to nickel / hypersensitivity reaction to nickel"), pain ("severe and persistent pain in multiple places"), complication of device removal ("coils were broken during removal and were left inside of uterus") and abdominal pain lower ("abdominal (sharp, stabbing pain/cramps)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (tubal removal with essure coils on (B)(6) 2013, but a piece was still inside the uterus), surgery (hysterectomy on (B)(6) 2015 to remove all essure) and physical therapy. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, asthenia, fatigue, weight increased, migraine, arthralgia, dyspareunia and back pain had resolved, the device breakage, pregnancy with contraceptive device, abortion spontaneous, endometriosis, ovarian cyst, genital haemorrhage, hypertension, tooth loss, allergy to metals, pain, complication of device removal and abdominal pain lower outcome was unknown and the sciatica, depression and anxiety had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anxiety, arthralgia, asthenia, back pain, complication of device removal, depression, device breakage, dyspareunia, endometriosis, fatigue, genital haemorrhage, hypertension, migraine, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device, sciatica, tooth loss and weight increased to be related to essure. The reporter commented: the miscarriage occurred a couple of days after the pregnancy test (there are 2 discrepant reported dates for the same miscarriage: (B)(6) 2012 and (B)(6) 2013). Patient never saw a physician or got treatment after the miscarriage. After essure removal her depression medication dosage was able to go back down again. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Pregnancy test - in (B)(6) 2012: positive. 3 months after essure insertion, confirmation test was performed via ultrasound (no result provided). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.